Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in the morning of the day before this report, the tubing disconnected from the plastic quick release while sleeping and blood glucose level was 100 mg/dl at the time of incident. Patient's blood glucose level was fine once she changed the infusion set. The site location was at the left abdomen and the pump was located on the waist, under bra. The infusion was in use for a few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.